Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that one plate had biological contamination that was noticed after inoculation. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-apr-2024 investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 4022616 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, there is one other complaint taken on this batch 4022616 for this defect. There were no retention samples available for investigation of this complaint. Two photos for batch 4022616 were received for investigation of this complaint. One photo shows contamination on the surface of a plate. The other photo shows small white colonies from the under of the plate. One unopened sleeve of batch 4022616, time stamp: 12:32 was received bubble wrapped and placed in a small cardboard box. Upon examining the plates, all 10 plates appeared to have microbial growth embedded in the agar, however due to the media being dried out and shrunk from an extended investigation period we were unable to identify the organism. This complaint can be confirmed. No complaint trends for this defect have been identified; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that one plate had biological contamination that was noticed after inoculation. There was no health impact or consequence reported.